Event description:
It was reported that during the extraction maneuver from the blood vessel, the distal tip of the guidewire broke. The pt was transferred to the hemodynamic room. The surgeon attempted recovery by insertion of a catheter in the femoral. The pt was transferred to the o.r., and the distal portion of the guidewire was extracted by surgical opertion. The pt had no health consequences. The actual device will not be returned; however, a sealed device will be retunred for eval.